Event description:
It was reported that during an unknown procedure, there was a problem in the device at the moment of the firing. Another like device was used to complete the procedure. The distributor did not have more information about this complaint. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.